Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, the ventilator's tidal volume delivery was decreased. The device's external flow sensor was found to be contaminated and was cleaned to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for evaluation and the ventilator's tidal volume delivery was found to be decreased. The device's external flow sensor was found to be contaminated and was cleaned to address the issue. The external flow sensor was returned to the manufacturer for additional investigation. The external flow sensor failure was due to excessive contamination and improper maintenance.